Manufacturer narrative:
Failure investigation conducted by obtaining detailed info from field rep, retrieval of screen shots from customer site and ability to reproduce user input on like device. We were able to duplicate and reproduce system lockup. The system lock up occurs when opening a rapid access drawer while the medication search window is open. The lock up is alleviated upon pressing the power switch to reboot the device and returned to normal functionality. During the lock up condition, the minidrawers that typically are used to store controlled medications and anesthetic agents are inaccessible. This inaccessibility of certain critical medications may cause a delay in medication therapy to the pt. Pt info requested and all available info is included.

Event description:
Cardinal health pyxis products field account specialist called in report to the technical support center to report that he had encountered an issue with the pyxis anesthesia system 3500 locking up. This lock up occurred during presentation to the pharmacy department and was not associated with pt care. The specialist rebooted the system which returned the system to full functionality.